Manufacturer narrative:
The complaint was inconclusive due to the nature of the complaint. It was reported that after the line was flushed, the pt had an unk reaction. The reported incident cannot be replicated in the lab. No defects related to the mfg process were found on the catheter. The catheter was in place for 32 days before the pt had the reaction. The cause of the allergic reaction is unk. A chr of lot #rerk0398 showed no other similar product complaint(s) from this lot.

Event description:
After the line was flushed the pt had an unk reaction. The family questioned whether the line was defective and requested the line be removed. The complainant will get more info about the pt reaction to see if there was swelling or if it was an allergic reaction.